Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pb5343, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What was the name of the initial procedure? What tissue was the suture used on? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were any cultures performed on the secretion? If so, what were the results? What was the indication for prescribing antibiotics to the patient? What medical/surgical intervention was provided to manage the patient symptoms? Will the device or sample from lot pb5343 be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. Following the procedure, the patient experienced wound secretion. During a check on (B)(6) 2020, it was found that the wound dressing was wet and there was liquid exudation. The yellow fluid could flow out of the incision. The doctor in charge considers suture reaction. After that, the use time of antibiotics was prolonged for 3 days, and cleaning and dressing change were given at regular intervals every day. The patients condition changes better until (B)(6) 2020. Additional information has been requested.